Manufacturer narrative:
This event is recorded on complaint number (b(4). A technical support specialist evaluated the device and found that the bio-ID failed, existing drivers had to be uninstalled, and the new driver had to be reinstalled. Bio -ID was tested and customer was able to login to device.

Event description:
Customer reported that a pyxis anesthesia es system had logged users off the system during an orthopedic surgery. Pharmacy technician rebooted device and tried to access system, but login issue persisted. Customer experienced a delay in treatment by three hours which resulted in users unable to access medications and pharmacy staff continuously delivering medication to procedure room. Reporting contact was unable to confirm if any harm occurred.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system had logged users off the system during an orthopedic surgery. Pharmacy technician rebooted device and tried to access system, but login issue persisted. Customer experienced a delay in treatment by three hours which resulted in users unable to access medications and pharmacy staff continuously delivering medication to procedure room. Reporting contact was unable to confirm if any harm occurred. This event is recorded on complaint number (b(4). A technical support specialist evaluated the device and found that the bio-ID failed, existing drivers had to be uninstalled, and the new driver had to be reinstalled. Bio -ID was tested and customer was able to login to device.

Event description:
Customer reported that a pyxis anesthesia es system had logged users off the system during an orthopedic surgery. Pharmacy technician rebooted device and tried to access system, but login issue persisted. Customer experienced a delay in treatment by three hours which resulted in users unable to access medications and pharmacy staff continuously delivering medication to procedure room. Reporting contact was unable to confirm if any harm occurred.